Manufacturer narrative:
No further information was provided. A supplemental report will be submitted once the manufacturer¿s investigation is complete.

Event description:
It was reported that the patient reported that their system controller performed a self-test without holding down any buttons on their system controller. It had done it twice over the past week. They denied any symptoms. There were no other changes noted on their system controller. They were due for a backup battery (ebb) change in 4 months. Log files were sent for review, and the event log did not capture any unusual events. There were some self-tests performed and seen in the log files. The patient carried their system controller in a backpack or purse, but it was not in the bag when the test occurred. The battery button felt the same as the other when pushed. A system controller self-test could be initiated and passed. The system controller had not alarmed again as of 13may2025. No equipment was exchanged but the site would exchange the system controller if the situation occurred again.

Manufacturer narrative:
Manufacturer¿s investigation conclusion: the reported event of the system controller performing self-tests without patient initiation was unable to be confirmed. The heartmate 3 system controller (serial number: (B)(6) was not returned for analysis; however, log files were submitted for review. A review of the submitted event log file contained data spanning approximately 13 days (25apr2025 to 08may2025 per the timestamps). There were no notable alarms or events active. The pump maintained speed within the expected range throughout the log file. The root cause for the reported event was unable to be conclusively determined through this investigation. The device history records were reviewed for the heartmate 3 system controller (serial number: (B)(6) and found to have passed all manufacturing and qa specifications before being shipped to the customer. Heartmate 3 lvas instructions for use section 2 entitled ¿system operations¿ and heartmate 3 patient handbook section 2 entitled ¿how your heart pump works¿ addresses system controller self testing. Heartmate 3 instructions for use section 8 entitled ¿equipment storage and care¿ and heartmate 3 patient handbook section 6 entitled ¿caring for the equipment¿ addresses how to properly care for, maintain, and store the equipment for proper use. The heartmate 3 patient handbook cautions the users to call their hospital contacts if they think, for any reason, any portion of their equipment is not functioning as usual, is broken, or they are uncomfortable with the operation of the equipment. No further information was provided. The manufacturer is closing the file on this event.